Manufacturer narrative:
Lot # is b201727.

Manufacturer narrative:
Device evaluation: the retain cartridge from same lot# b201727was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, leak test and fill test were performed with no issues/failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported an elevated blood glucose (bg) level. The patient indicated that on (B)(6) 2012, he had bg level of "236 mg/dl" at 7:00 am. At that time, the patient reportedly changed his site/set and the device's battery. Around 9:00 am, the patient reportedly received a loss of prime warning while sitting in school. At that point, the patient's bg level was "436 mg/dl." He reportedly had ketones but denied having nausea, vomiting, shortness of breath, abdominal cramps, or chest pain. The patient went to the school's nursing office and received a 5 unit correction from a nurse. The patient confirmed that the cartridge cap and battery cap were secure. No associated alarms were noted in the alarm history. The patient was advised to change his cartridge and site. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed ketones. At this time, however, it is unclear if the pump or cartridge contributed to the patient's injury.